Event description:
Patient had endovenous laser treatment procedure. Patient returned for follow-up doppler a week later. No improvement in vein reflux. Procedural process was reviewed. The lack of improvement is most likely the result of a defective fiber. The case was discussed with a diomed representative and a defective fiber is a possible reason for the lack of improvement. Fiber was discarded and unable to be tested.